Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021 with blood glucose of over 400 mg/dl at the time of the incident. The customer was at 327 mg/dl at the time of the call. The customer was given manual injections and intravenous insulin to treat the highs. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer does not believe their insulin pump, reservoir, or set are the cause if the highs. The customer believes sensor glucose versus blood glucose differences while in auto mode led to their highs. The insulin pump will not be returned for analysis.